Manufacturer narrative:
Follow-up #1; date of submission: 01/21/2015 ¿ additional information/correction: the reporter contacted animas on 01/13/2015 with the following additional information:the user was able to remove the battery cap from the pump case. The battery cap was observed to be damaged. The pump case was found to be free of damage. The battery cap was not within warranty. Additional MFR narrative: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.